Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2024 and suture was used. During a CABG procedure that the surgeon stated that something has changed with the needle and the more passes he made he could notice a drag. Another like device was used to continue with the procedure. It was noticed that on the box it was labeled as a multi-pass needles and the box of suture that was used to finish of the same product code was labeled ethalloy needles. There were no adverse consequences for the patient. No device returning. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 2/21/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: can you identify the lot number of the product that was used? I do not have the lot number for the suture. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) contact from the hospital would be (B)(6) . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.